Manufacturer narrative:
The customer reported that their central nurse's station (cns) displayed a blue screen. Drive 1 has no operating system. Drive 2 has blue screen. The customer sent in their unit to be repaired and nihon kohden sent a loaner unit to the customer. The malfunctioning cns was received, cleaned and evaluated by nihon kohden. The reported problem of having blue screen was duplicated. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 48 hours of extended testing and operates to manufacturer's specifications. The unit was sent back to the customer.

Event description:
The customer reported that their central nurse's station (cns) displayed a blue screen.